Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for a post operative hematoma, which is a known possible adverse reaction listed in the IFU. Additionally, there is no evidence in the medical records provided that the mesh was excised. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2001 - repair of ventral hernia with composix e/x mesh and flat mesh. The composix e/x mesh was placed and sewn into the posterior fascia, the flat mesh was sutured above the anterior fascia. The pt, subsequently developed wound dehiscence secondary to post operative hematoma. On (B)(6) 2007 - presented to the ER with c/o abdominal pain from the umbilical hernia repaired in 2011. He stated that the mesh used during his surgery was recalled, he was discharged with pain medication and a f/u appointment. On (B)(6) 2007 - presented to the ER with c/o pain from abdominal hernia repair done in 2001. He was discharged with an anti-inflammatory and advised to quit smoking.